Event description:
It was reported that during a hemorrhoidectomy, the device misfired and did not form a complete staple line. The doctor used suture to complete the case and to control bleeding. The case was completed with no adverse patient consequence.